Manufacturer narrative:
The returned product was evaluated and the reported failure of the needle mechanism to properly deploy the cannula was confirmed. Mechanism rails-wings did not capture slide insert was determined to be the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that on (B)(6) 2014 at 12:11 am, her daughter activate a new pod and her blood glucose and insulin history. At 9:24 am, the pod was deactivated. She noticed the cannula is not deployed all the way into her skin and the needle could be seen in the cannula opening.